Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococcus (17cfu/endoscope) . The testing result was alert level in the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: kytococcus schroeteri, staphylococcus capitis, kocuria spp, micrococcus luteus, coagulase-negative staphylococcus, and bacillus spp (the total cfu of the kytococcus schroeteri, staphylococcus capitis, kocuria spp, micrococcus luteus, coagulase-negative staphylococcus, and bacillus spp is 23 cfu/endoscope) the distal end: acinetobacter ursingii, micrococcus luteus, and bacillus spp (the total cfu of the acinetobacter ursingii, micrococcus luteus, and bacillus spp is 4 cfu/channel) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.